Event description:
Sorin group received a report that the s3 roller pump stopped briefly and then came back on twice during a case. The procedure was completed without further issues. There was no pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the s3 roller pump stopped briefly and then came back on twice during a case. The procedure was completed without further issues. There was no pt injury. A sorin group field service representative was dispatched to the facility to evaluate the pump. While at the facility, the service representative ran the pump with tubing for 2 hours without any problems. Inspection of the pump's internal components found that the speed potentiometer had not been replaced in accordance with the preventive maintenance guidelines which recommend it be replaced every 3000 hours, or every 3 years. It was manufactured in 2001. The service representative replaced the speed potentiometer and subsequent testing found no problems. No further issues have been reported. No further action is deemed necessary.